Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) checked the station, performed a restart, and successfully recovered the drawer. All functions were restored and the station operated as expected. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a failed to open message. The customer attempted to recover the failed drawer, but it continued to indicate required maintenance. The customer also rebooted the device, but the issue persisted. They further attempted the following steps with no change shutting down the station by unplugging the power cord from the back and waiting 2 to 5 minutes, then reconnecting the power and turning the station back on to try recovering the drawer again. The drawer still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.